Event description:
Hill-rom received a report from the account stating the CPR was not working. The bed was located at the account on the 2nd floor. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom tech found the CPR switch on the head motor inoperable. A search for the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced head motor to resolve the issue. Based on this info, no further action is required.